Event description:
It was reported that the patient presented remotely via (B)(6) transmission. Analysis of the transmission noted that the right ventricular (rv) lead exhibited noise oversensing that caused pacing inhibition. The rv lead was explanted and replaced. The patient was stable throughout the procedure.